Event description:
The customer reported the display had lines across it.

Manufacturer narrative:
The customer reported the display had lines across it. The unit was evaluated by a philips representative. The reported symptom was duplicated. The display was replaced, which resolved the reported issue. The unit was tested and placed back into service.